Event description:
Pt had a right tha dda approach on (B)(6) 2014. Pt was taking a shower this past weekend and dislocated his hip. Pt brought to ER to try to reduce the right hip but were unsuccessful and opted for surgical intervention. Removed polyethylene dome cover and ceramic 32 head, replaced with a lateralized 32 liner and +4 32 lfit metal head this was the most stable construct.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. The device was not returned for analysis. Insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Pt had a right tha dda approach on (B)(6) 2014. Pt was taking a shower this past weekend and dislocated his hip. Pt brought to ER to try to reduce the right hip but were unsuccessful and opted for surgical intervention. Removed polyethylene dome cover and ceramic 32 head, replaced with a lateralized 32 liner and +4 32 lfit metal head this was the most stable construct.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.